Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Analysis showed that the low voltage fault is valid and confirmed that the battery voltage recently began dropping in an irregular fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this implantable cardioverter defibrillator (ICD) was explanted due to fc 1003. A new ICD with a different model was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Analysis showed that the low voltage fault is valid and confirmed that the battery voltage recently began dropping in an irregular fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.